Event description:
Customer reported a patient sample gave an unexpected negative antibody screen using manual capture. This patient was tested again on the galileo, and was found to have anti-k.

Manufacturer narrative:
Reactivity of the k antigen was confirmed on retention capture-r ready screen (crrs) I and ii, lot x281.customer's returned sample was tested with retention crrs(I and ii), lot x281 manually, and exhibited positive reactivity with k+ reagent red cells.